Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after flushing the delivery system and retracting the leadless implantable pulse generator (ipg) into the delivery cup prior to implant, the physician noted a jet of fluid coming from the junction of the catheter and delivery cup. An alternate system was placed. No patient complications have been reported as a result of this event.